Event description:
Customer reportedly received results of 84 mg/dl, 18 mg/dl, and 30 mg/dl within 10 minutes on the same device. Customer also received an error message during this testing (error unknown). Customer felt shaky, disoriented and felt like they may pass out (symptoms match results). Customer self treated with juice and food. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.